Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that experienced an elevated blood glucose level of 500 (mg/dl) and large ketones. Manual injections were delivered to address bg levels. System check showed the pump time was inaccurate. Recommendation was made to consult with a health care provider to discuss diabetes management.